Event description:
Diabetic nurse educator instructing pt on the use of the accu-chek advantage lancet device. Pt unable to eject the used needle after trying 2-3 times. The nurse educator tried unsuccessfully to dislodge the used needle and received a needlestick.